Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to be in their 70¿s (years of age). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. There was no further description of the breach in aseptic technique. The peritonitis was manifested by abdominal pain, chills, cloudy effluent, and pyrexia. The patient was hospitalized for the event. Beginning on the day of onset, the patient was treated with unspecified antibacterial drug(s) (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. The patient was not recovered from the peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.